Event description:
It was reported that the user experienced an ¿unable to proceed¿ error during fill tubing while pressing and holding, after changing the infusion site and electing to complete a full supply change with a teflon infusion set. The agent instructed the user to rewind the pump, inspect supplies, and replace the tubing due to observed insulin droplets not advancing through the line, after which drops were visible and insulin delivery was resumed. No symptoms were reported. The outcome was restoration of insulin delivery without escalation of care. Investigation included user-guided troubleshooting and education, including pump rewind, supply verification, and tubing replacement. Investigation of this case revealed a flow obstruction consistent with an occlusion during fill tubing, likely related to the infusion set or tubing, which resolved with component replacement. It was concluded, based on previously established findings for similar reports, that the cause was use error or transient infusion set/tubing occlusion.

Manufacturer narrative:
Initial.